Event description:
It was reported that, "I had a total knee replacement due to an accident. The doctor fitted me with a stryker total knee system. Ever since the operation was complete and I was healed, I have had consistent problems with the way the components work. Consisted of a lot of pain, clicking noises and as of lately my leg has just not working. My doctor says nothing is wrong and I can't get any results. I do now know myself that something is seriously wrong and do believe that the components are not working properly."

Manufacturer narrative:
Add'l info has been requested from the pt and if rec'd will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500 lot # ssm4h description: triathlon prim cem fxd bplt #5, cat # 5550-g-360 lot # f012 description: triathlon symmetric x3 patella, cat # 5530-g-511 lot #mje2m6 description: triathlon cr x3 tibial insert, cat # 6197-9-001 lot # mlq079 description: simplex p with tobra unit packfull dose, cat # 6191-1-001 lot # rar017 description: simplex p full dose 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.